Event description:
Procedure: lap chole. According to the reporter, when clipping, the outside clip would not be taken away from the inside clip. The staff used another device. There was no bleeding. Nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No patient info available. Clip loading was done properly during the procedure. However, there was damage to the patient tissue caused by the device; the damaged tissue was resected.

Manufacturer narrative:
(B)(4).